Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a faulty touchscreen and is in need of a power cable. It is unknown under what circumstances the event occurred or if there was any patient involvement. Sjogbh rp cardiosave touchscreen faulty. On (B)(6) 2022- touchscreen faulty and needs a power cable. Cardiosave hybrid type I.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a faulty touchscreen and is in need of a power cable. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: event site state: (B)(6). During pm a getinge field service engineer (fse) found minor damages around the cart, dismantled the system and re-fitted the following parts, touchscreen assembly (0160-00-0123), pcba alarm daughterboard (0670-00-0860), type I ac pwr cord (012-00-1688-05), safety drive disk (0202-00-0140) and tidal volume disk (0202-00-0142). Tested the system to as/nzs3551 manufacture specifications, performed all safety checks as per getinge recommendation the unit was returned back to service fully functional.